Manufacturer narrative:
One cadd-legacy® 6400 was returned in used condition. A delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% and within the published specification of +/-6%. The pump expulsor was trimmed in order to bring the delivery into a more nominal range. In addition, the following rtc clock battery and lens were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the cadd-legacy® 6400 exhibited delivery accuracy issues. No further information was provided. No death or serious injury was reported in connection with this incident.